Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump fails accuracy. No patient involvement reported.

Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found scratched lcd lens and cracked dso seal. The reported issue was confirmed. Running three accuracy tests, the pump was found to be over delivering but within the published plus/minus percent specification. Recommend that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range. Product is beyond a year from manufacture date (07/2021) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.